Manufacturer narrative:
(B)(4). Date sent: 12/22/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number a9dm6h, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap right hemicolectomy, there were issues with the echelon 3000 where the jaws were not fully straightening no matter how many times the home button was selected. This was causing issues in the trocar. During the last firing the surgeon did not fully pull back on the safety, the device just fired when the closing trigger was closed all the way. Case was completed successfully with the one device. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 1/29/2024. D4: batch # 530c36.

Manufacturer narrative:
(B)(4). Date sent: 2/15/2024. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. An event was found that caused the device to experience a false lockout event. The device can recover from this state by re-clamping the device. The event described could not be confirmed as the articulation mechanism was totally functional and no unintentional activation cut was noted during functional testing. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 530c36, and no non-conformances were identified.